Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 25 previously reported events are included in this follow-up record. Product return status: 25 devices were received.

Event description:
This report summarizes 25 malfunction events in which the device had small pieces breaking off. 25 events had no patient involvement; no patient impact.

Event description:
This report summarizes 25 malfunction events in which the device had small pieces breaking off. 25 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 25 events were reported for this quarter. Product return status: 12 devices were received. 13 device investigation types have not yet been determined. Additional information: 25 devices were not labeled for single-use. 25 devices were not reprocessed or reused.